Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately to user input. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage to the keypad flex was found. The original complaint of over responsive up arrow, down arrow, and ok buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.